Event description:
It was reported that on (B)(6) 2022 a patient presented with grade 4 functional mitral regurgitation (mr). A first mitraclip was placed without issue. A second clip (20324r104)was being used, however the clip would not lock and hold in place. The physician attempted several times before deciding not to use that clip. The clip was removed and replaced with another without incident. The mr was able to be reduced to 1-2. There was no delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the unintended movement (clip open- efaa (establish final arm angle)). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).